Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose reading of 32 mg/dl. The caller stated that the customer experienced convulsions and a blood glucose reading of 50 mg/dl during the night, and his wife called the paramedics. It was stated that the customer suffered a broken eye socket during the convulsions. The alarm history was reviewed, and several alarms were found. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.